Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's scs ipg was flipping around in the pocket. Also, the patient stated the ipg site was causing discomfort. Surgical intervention may be taken to address the issues.

Manufacturer narrative:
No analysis will be performed as the reported event cannot be analyzed via laboratory testing.

Event description:
Follow up information received identified the patient's physician replaced the scs ipg and moved the pocket to the patient's flank.